Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the completed investigation, the reported issue was due to corrosion on the plug unit. The root cause could not be definitively determined; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported communication error during inspection for use involving an olympus colonovideoscope. There was no patient injury/involvement reported.